Event description:
Information received from the field notes that the device reverted to back-up operation five times since implant. The patient was uncomfortable when the device was in back-up mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received